Event description:
As reported, approximately 11 years and 2 moths post the initial left total knee arthroplasty, the patient's knee was unstable and painful. The patient was revised to a new poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.